Manufacturer narrative:
Patient date of birth is not available for reporting. Date of event is unknown. It is unknown which screws broke and which screws were concomitant. Potential part #s for the screws include: cortex screws (part #204.820, 204,822, 204.824, 204.826, 204.830, lot unknown, quantity 5), locking screws (part #212.105, 212.107, 02.211.026, 02.211.030, 02.211.032 , lot #unknown, quantity 5), self-tapping screw (part #02.118.570 lot #unknown, quantity 1). This report is for two (2) unknown screws. Part#, lot# and UDI # is not available. Device is not expected to be returned for manufacturer review/investigation. This report is for two (2) unknown screws. PMA/510(k) number is not available. (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient initially underwent surgery on (B)(6) 2016 for a left, distal humerus fracture and was implanted with two (2) plates and an unknown number of screws. During a follow-up visit on (B)(6) 2016, an x-ray revealed one (1) broken plate, two (2) broken screws and a nonunion. It is unknown if the patient was complaining of pain. The patient was brought back to the operating room the same day for a revision surgery. It was reported that all hardware was removed. The surgeon replaced the medial and the posterior lateral plates with the same length medial plate, an extra-long lateral plate and fourteen (14) screws. The posterior lateral plate and one of the broken screws were noted to be broken at the diaphyseal and metaphyseal juncture. The plate was broken in two pieces; one screw was broken at the shaft with the tip of the screw intentionally left embedded in the patient, and the other screw was broken at the head of the screw. A standard x-ray was taken during surgery and it was confirmed that all fragments were retrieved with the exception of the embedded device. The surgery reportedly went great with good reduction and good results, no delay and the patient was stable. Concomitant devices: ;2.7mm/3.5mm va-locking compression plate ext medial distal humerus plate 4h/right/111mm-long (part #02.117.604, lot# unknown, quantity 1), screws (part # unknown, lot# unknown, quantity unknown), this report is for two (2) unknown screws. This is report 2 of 2 for com-(B)(4).